Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor got stuck in the serter and that the sensor broke. The customer did not recall the blood glucose reading. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Found needle separated from sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. The complaint was against the serter.